Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Additionally, the distal setscrew was in the up position with a wrench tip broken off in the setscrew. It was noted that the retaining washer had volcanoes. The damage was due to use of an incorrect wrench while attempting to loosen the setscrew.

Event description:
Boston scientific received information that during routine during routine change out, difficulty was experienced loosening the setscrews. A temporary pacing wire was placed due to the patient being pacer dependent. Numerous troubleshooting techniques were attempted. The proximal setscrew was able to be loosened, however the tip of the torque wrench broke off in the distal setscrew. The back of the device header was cut and the lead was successfully removed. No adverse patient effects were reported.